Event description:
On (B)(6) 2020, customer had initially reported the adc freestyle libre reader not powering on with button press or test strip insertion. On (B)(6) 2020, customer's caregiver reported that they received a sensor instead of a reader and due to this delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Customer experienced loss of consciousness and ambulance was called. Customer was diagnosed with hypoglycemia and was treated with glucose injection by hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection was performed on the returned meter, and a damaged usb (universal serial bus) port was observed. The reader did not power on with the button, strip insertion, or usb cable insertion. The customer could not charge the reader due to the damaged usb port, which also resulted in a blank screen when the battery died. Therefore, this issue is not confirmed to use.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2020, customer had initially reported the adc freestyle libre reader not powering on with button press or test strip insertion. On (B)(6) 2020, customer's caregiver reported that they received a sensor instead of a reader and due to this delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Customer experienced loss of consciousness and ambulance was called. Customer was diagnosed with hypoglycemia and was treated with glucose injection by hcp. There was no report of death or permanent injury associated with this event.